Manufacturer narrative:
Patient age at time of event: over 18 years old device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. They were attempting to prepare a 33mm watchman ® laa closure device & delivery system from the back table. Every time they did a retrograde pull on the syringe, air entered in the delivery system. This made it very difficult to flush, so they could not use it in the patient. They ended up using a new delivery system to complete the procedure. There were no patient complications because the delivery system did not enter the patient's body.